Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, he was attempting to insert the iol into the sulcus when the trailing haptic broke and the iol dislocated into the vitreous. The pt was referred to a vitreo retinal surgeon and he removed the iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. (B)(4).